Event description:
It was reported that stent restenosis occurred and that the patient died. The 75-90% stenosed target lesion target was located in a severely calcified left main trunk (lmt) to proximal left anterior descending artery (lad). The target lesion was approximately 13mm long with a reference diameter of approximately 3.8-4.5 mm. The target lesion was restenotic and bifurcated. Timi flow was 3. On an unknown date, rotablator was performed and the promus element stent implanted. The patient was on aspirin and clopidogrel. In (B)(6) 2013, elective percutaneous coronary intervention (pci) was performed to treat restenosis of the promus element stent. Three non-bsc guidewires were introduced, one to the coronary artery, one to the lad, and one to the left circumflex artery. Intravascular lumen was observed by intravascular ultrasound (ivus). The lesion was pre-dilated using a non-bsc balloon. A 3.5 x14mm non-bsc stent was deployed and post dilated. Ivus was performed to observe the condition of the deployed stent and the procedure was completed. Three days later, cardiac infarction was confirmed and an emergency pci was performed. Coronary angiography revealed thrombus at the lmt. Although thrombus suction was performed, the patient did not recover. Cause of death was cardiac infarction. No autopsy was performed. It was confirmed that the promus element stent had not fully expanded but the physician felt the result would have been the same with any stent and that it is unlikely the patient death was cause by this device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).